Manufacturer narrative:
Report number: 1038671-2023-01202 g4: 510k unknown due to specific device not reported multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01202. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and femoral loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, this patient underwent a right total knee replacement on (B)(6) 2015. Following a period of post-implantation recovery and for years after the replacement surgery, the patient's exactech knee device performed as expected. On (B)(6) 2017, the patient underwent a revision surgery due to the premature failure of the exactech knee device secondary to polyethylene liner wear, osteolysis, and loosening of the femoral component. Patient experienced unspecified infection, metal related pathology, balance problems, ambulation or postural difficulties, discomfort and implant pain. Revision surgery was approximately 1 year, 11 months, post implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection, metallosis and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6: corrected health effect and medical device clinical codes.